Manufacturer narrative:
During the review of the customer supplied data file, thermo fisher scientific identified two (2) false positive results. The false positives were attributed to signal discontinuity that mimics real amplification, a pattern that is generally caused by a bubble. This resulted in non-specific amplification during pcr thermocycling that crossed the threshold and caused false positive results for the two wells. The air bubbles were likely caused by inadequate centrifugation of the qpcr plate. Customer was advised to ensure that centrifugation parameters are followed per page 38 of the IFU (man0019181, rev. J) to help avoid recurrence of the issue.

Manufacturer narrative:
During the review of the customer supplied data file, thermo fisher scientific identified two (2) false positives in sample wells a4 and a5. The root cause of the issue is still under investigation; a follow-up MDR will be submitted as additional information becomes available.

Event description:
The customer reported abnormal amplification plots while running the taqpath¿ covid19 combo kit, but did not allege that any false calls were made as a result. On (B)(6)2021, upon reviewing and analyzing the data file, thermo fisher scientific was able to confirm two false positive calls. The customer did not report any serious injuries or deaths.